Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. It was also reported that the device is not available for analysis. This report is filed august 6, 2014.

Manufacturer narrative:
This report is associated with initial MDR 6000034-2014-00219 submitted on february 17, 2014. The device was only returned to the manufacturer for analysis on march 22, 2017. This report is filed on may 22, 2017.

Manufacturer narrative:
(B)(4). Implanted device remains.